Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported there was a short shipped quantity, one empty sleeve without a needle, a black stain around the needle hole and one missing needle. To support the investigation, the quality team received three sealed blister packaged samples and three photographs for evaluation. A visual inspection was performed. One sample contained only the plastic shield and was missing the needle assembly, the second sample was an empty packaging blister, and the third sample contained embedded dark colored specks in the top of the plastic shield. The photographs depict a strip of five packaging blisters with one empty blister, a second strip of five packaging blisters with one blister missing the needle assembly, and a third strip in which the top portion of the plastic shield exhibits discoloration. No additional defects or imperfections were observed. An empty packaging blister may result from a jam at the packaging feeder. A missing needle may occur if the needle was not properly affixed to the shield during assembly. Embedded degraded resin in the component typically occurs at startup or intermittently during the injection molding process, and the degraded resin can dislodge and become molded into components. A device history record review was completed for material number 305181, lot 5304710. The review did not identify any quality issues during manufacturing that could have contributed to the reported condition, and no related quality notifications were issued. All processes and final inspections were completed in accordance with specification requirements. Verification of the packaging feeder and shielder confirmed that the settings were correct and that product flow was acceptable. To date, no similar events have been reported for this lot. Based on the investigation, including evaluation of the provided photographs and physical samples, the customer reported conditions were confirmed.

Manufacturer narrative:
(B)(4) follow up. It was reported there was a short-shipped quantity, one empty sleeve without a needle, a black stain around the needle hole and one missing needle. Our quality team has completed a device history record review for material number 305181 and lot number 5304710. The review did not identify any abnormalities during the production process that could have contributed to the conditions, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
1pc black stain around the needle hole. No patient harm.

Manufacturer narrative:
(B)(4) follow up it was reported there was a short-shipped quantity, one empty sleeve without a needle, a black stain around the needle hole and one missing needle. To aid in the investigation, three photographs were received for evaluation by our quality team. The submitted photographs show the following, a strip of five packaging blisters with one blister empty, a second strip of five packaging blisters with one blister missing the needle assembly, and a third strip of packaging blisters in which the top portion of the plastic shield exhibits discoloration. No additional information is discernible from the photographs. An empty packaging blister may result from a jam at the packaging feeder. A missing needle may occur if the needle was not properly affixed to the shield during assembly. Determining the root cause of the foreign matter condition would require examination of the physical sample, the photographs alone are insufficient to establish a probable cause. A device history record (DHR) review was completed for material number 305181, lot 5304710. The review identified no quality issues during manufacturing that could have contributed to the reported condition, and no related quality notifications were issued. All processes and final inspections were performed in accordance with specification requirements. Verification of the packaging feeder and shielder confirmed that the settings were correct and product flow was acceptable. To date, no similar events have been reported for this lot. Based on the investigation, including analysis of the provided photo sample, the customer reported symptoms were confirmed.